Event description:
Related manufacturer reference number: 1627487-2024-00650, 1627487-2024-00651, 1627487-2024-00652 it was reported that during the lead revision procedure on (B)(6) 2024, the physician could not remove the entire lead due to patient anatomy, in turn, the lead was cut and left in situ. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
It was reported to abbott that during the lead revision procedure, the physician could not remove the entire lead due to patient anatomy, so it was cut and left in situ. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead that was cut and left implanted was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott that during the lead revision procedure, the physician could not remove the entire lead due to patient anatomy, so it was cut and left in situ. The partial lead that was left in situ was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.